Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the patient experienced bladder-rectal perforation. Suture repair was performed for the patient's bladder injury, and the anterior vaginal mesh was implanted as planned. The rectal injury was also sutured during the procedure, but the posterior vaginal wall repair part of the procedure was performed without inserting vaginal mesh. After the procedure, urethral catheter was placed for 1 week and was confirmed by cystography that there was no leakage, so the catheter was then removed. Reportedly, there were no problems with defecation or urination, and no abnormalities were observed in the progress. As a result, the patient was cured and there were no mesh exposure and sexual pain noted.